Event description:
The balloon and the skin disk do not make a tight seal; these tubes were placed surgically as primary tubes. Pts had skin excoriation due to gastric acid leakage. Treatment included cleaning up the sites and use of topical rx products such as decubitus ointments. Surgical debridement was not necessary. The balloons were fully inflated. The dr felt the skin disk had moved resulting in gastric acid leakage and subsequent skin breakdown. Two pt involved.

Manufacturer narrative:
Reporter originally reported two pts involved. Subsequent information indicated 11 pts were involved.